Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientfic corporation that a captiflex medium oval flexible snare was used during a colonscopy procedure performed on an unknown date. According to the complainant, during the procedure, they have had trouble applying cautery during colonoscopy using the captiflex 27mm snares. The patient's current condition is unavailable per customer.